Event description:
Diabetes educator using the dex system on her husband and son, both diabetics, reported higher than laboratory results. One sample was 17% higher another 10%, and another 33%. Actual values not given. Her husband had reported a 321, with 150 on a competitive meter, then repeated with 300 mg/dl and 112 on the competitive meter. He took 30 grams of glucose, the excercised and again tested at 300 mg/dl. He was alleged to have had a hypoglycemic reaction within 30 minutes.